Manufacturer narrative:
The device was not returned; therefore a physical investigation could not be performed. The review of the lhr (lot f1307205) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed. However, it was reported that the patient had a stent in the cfa and the deployer thought the balloon could have possibly ruptured on one of the struts of the stent. See MDR 3004939290-2014-000230 for the second device.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery (cfa) via a 6f sheath (model unknown. A pre-procedure femoral angiogram showed the vessel size to be between 5-7mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during pullback. The device was removed and since access was maintained a second mynxgrip vascular closure device 6f/7f was deployed. The balloon from the second device also ruptured. The second device was removed and the patient was converted to 15 minutes of manual compression, at which time hemostatics was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. It was also reported that the patient had a stent in the cfa and the deployer thought the balloon could have possibly ruptured on one of the struts of the stent.